Event description:
Boston scientific received information that during a routine follow-up procedure, the right ventricular (rv) lead exhibited high pace impedance measurements, loss of capture and high threshold measurements. During the lead replacement procedure, the lead was found to be fractured. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.